Manufacturer narrative:
Updated data: b5. Additional information received from the physician/author stated the following: medtronic product was related to the observed adverse events. In addition, four cases of stroke were procedure-related and potentially associated with the post-implant bav of the infolded valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: ancona mb et al. Self-expanding transcatheter aortic valve infolding: current evidence, diagnosis, and management. Catheter cardiovasc interv. 2020 december 14;1-7. Doi: 10.1002/ccd.29432. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, pro code npt), evolut r (PMA# p130021, pro code npt), evolut pro (PMA# p130021, pro code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the predisposing factors, clinical presentation, diagnostic findings, treatment and patient outcomes of prosthetic valve infolding during transcatheter aortic valve implantation (tavi) with self-expanding valves. A systematic review of articles was performed to identify cases of infolding occurring during tavi with self-expanding valves published through august 2020. This data was pooled with all the retrospectively identified infolding cases that occurred at a single italian center between december 2014 and august 2020. The collective study population included 34 patients who were implanted with medtronic corevalve, evolut r, or evolut pro transcatheter valves. Patient demographic information was not disclosed. No serial numbers were provided. The common predisposing factors for infolding included: large valve size (greater than or equal to 29 mm), resheathing of a second-generation valve (evolut r or evolut pro), heavy calcification of the native aortic valve, lack of pre-dilation of the native aortic valve, sievers type-1 bicuspid aortic valve, and improper valve loading. Per the physician/author, unique features that can lead to infolding diagnosis using fluoroscopy include: the transverse diameter of the infolded valve appears narrower than the expected transverse diameter; a vertical line observed along the valve frame represents the ¿string sign¿, which suggests the bidimensional overlap of the infolded valve frame. In addition, infolding can be confirmed during transesophageal echocardiography when the mid-esophageal short axis view shows the classic ¿pac-man¿ sign. In one patient who received a 34 mm evolut r, infolding (string sign and pac-man sign) was diagnosed. Severe paravalvular leak (pvl) and hemodynamic deterioration occurred. Consequently, a post-implant balloon aortic valvuloplasty (bav) was performed, but the patient went into cardiac arrest and died. Based on the available information, medtronic product was associated with the death. Among all patients, adverse events included: infolding (diagnosed by reduced valve diameter, string sign, or ¿pac-man¿ sign) causing mild to severe pvl, hemodynamic instability/deterioration, increased mean pressure gradients, or cardiac arrest. Treatment for infolding included: post-implant bav or recapture and withdrawal of the infolded valve followed by successful implantation of a new transcatheter valve. In three cases, infolding resulted in mild pvl and no treatment was provided. Additional adverse events that occurred: stroke, annular rupture following post-implant bav, and persistent infolding/distorted valve frame following post-implant bav. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.